Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with complaints of a lot of pain in his neck, right shoulder and down his right arm. He says the pain has gotten quite a bit worse. The pain is worse with activity, lifting, bending and walking. Nothing makes the pain much better. He has been treated with medications and is sleeping sitting up because of the severe pain. (B)(6) 2005: MRI of the cervical spine prior to 2005 surgery shows diffuse spondylitic changes of the cervical spine with no significant change since (B)(6) 1999. Diffuse osteophyte/disc complexes with greater component on the right are again seen at c3/4, c4/5 and c5/6 with mild central canal narrowing and mild right neural forminal narrowing. Fusion of the c6/7 vertebral bodies in anatomic alignment. Stable mild reversal of the cervical curvature at c3/4. (B)(6) 2005 patient underwent anterior discectomy c4/5 and c5/6; fusion with peek cages containing master graft and rhbmp-2/acs. Plating with 42.5mm zephir plate (B)(6) 2011: patient reports frequency of pain to be constant. Pain is best described as aching, throbbing, stabbing, burning, tingling, stinging, and numbness. Continues treatment with pain management for chronic pain. (B)(6) 2012: patient reports his occipital headaches are starting to return. Continues to report low back pain and he now stated increasing lower extremity pain. A review of the lumbar mari shows spondylosis and ddd w/o stenosis. He has tried both lesi and cesi in the past and they have not been beneficial. (B)(6) 2013: patient returns to clinic for review of symptoms. He is under care of pain management. Reports the pns is still helping with his headaches from the posterior portion. Now having frontal headaches-these are not new but they often to occur when having allergen triggers. Frequency of pain is reported to be constant. Pain is best described as aching, cramping, throbbing, tingling, numbness. Pain in worsened b lying back, changing from sitting to standing, bending or stooping, using arms, lifting or carrying small loads. Pain is improved by lying on side stretching; pain interferes with sleep, mood, relationships, walking, and exercise.